Manufacturer narrative:
The device was discarded and therefore was not returned. A review of the device history record was performed and all product met requirements prior to release. Investigation is still ongoing. No cause for the event has been established at this time. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "pilot hole made with 1.5mm steinmann pin. Implant successfully inserted. Shuttle strand broke upon difficulty getting the beginning of the loop portion to enter into the fingertrap. The remaining shuttle strand was able to be removed from the patient. As the repair tail was pulled to also remove it from the patient the implant was able to get pulled out of the patient such that no portion of the implant remained in the patient. Eventually (after implant event #3), a cinchlock ss (B)(6) anchor was able to be utilized."

Manufacturer narrative:
The device was discarded and therefore was not returned. A review of the device history record was performed and all product met requirements prior to release. Investigation determined that the instructions for use needed more clarity. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.